Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is mildly deformed at its proximal end, i.e. One strut is bent outwards. Stent imprints on the exposed balloon surface indicate that the bent strut was initially crimped on the balloon. Judging from the x-ray markers, the stent is not displaced on the balloon. The guiding catheter used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device passed the guiding catheter but could not cross the lesion. A partial dislodgement of the stent had occurred during withdrawal into the catheter. After removal, the stent could not be re-implanted. Additional pre-dilatation was performed, and the second stent passed through.